Event description:
Customer reports spouse required ER treatment for nosebleed. Successfully treated with compression and subsequently released. While in ER, laboratory inr was 6.7. Upon returning home, spouse self-tested with protime with inr result of 3.2. Coumadin dose subsequently revised based on laboratory inr. The patient's therapeutic range is 3.0 - 3.5. No further reports of subsequent adverse events or injuries requiring medical intervention.

Manufacturer narrative:
Complaint information communicated to itc via independent diagnostic treatment facility (idtf). Itc will investigate further by direct contact with customer. MFR method - other: MFR evaluation / investigation currently in progress. Results - investigation currently in progress.